Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® fh 20mg .143 i.u. Blood collection tubes gave erroneous results the following information was provided by the initial reporter: ¿the homocystein value is always 0, they tested themselves and patient samples."

Manufacturer narrative:
H.6. Investigation summary : bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® fh 20mg .143 i.u. Blood collection tubes gave erroneous results. The following information was provided by the initial reporter: ¿ the homocystein value is always 0, they tested themselves and patient samples. ¿